Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used 20ga x 1.16in. Insyte autoguard unit. Additionally, one photo was provided. Through the visual inspection we discovered the catheter tubing was cut off. The missing catheter piece was not provided for this investigation. Microscopic analysis discovered the catheter had a glossy texture where the piece was missing. This is usually an indication of a sharp instrument cut. There also appears to be a small kink at the bottom of the catheter tubing near the nose of the adapter. The reported issue was confirmed. The source of the damage could not be determined based on evaluation of the sample and photo. There was no physical evidence to conclude that the reported defect was related to the manufacturing process. As the unit was used, it is unlikely that it was received with the tubing already broken off since it would have been noticed upon tip adhesion break or upon insertion. Additionally, this makes it unlikely that the catheter was damaged during manufacturing since any damage/defect known to occur during manufacturing would not be large enough to lead to a catheter break. During use however, a catheter break may occur due to sharp instrument damage. A device history record review could not be performed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information: it was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter broke while being used. The folllowing was received from the initial reporter: customer have had a product concern on a peripheral IV placed in the ed. All customer know is that it was a 20g, most used one in the ed is item (B)(4). Customer do not have the lot number either. The IV was placed on (B)(6) by an experienced nurse. The IV functioned properly until 9/9 when it was used for a bubble study and was good to complete that study but afterward a problem was noted and when the catheter was removed it was not in one piece. Resulted in surgery to remove the retained object. Customer have part of the IV catheter. One theory is that the agitation and force of infusing the saline and bubbles could have fractured the piv catheter.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown . Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter broke while being used. The folllowing was received from the initial reporter: customer have had a product concern on a peripheral IV placed in the ed. All customer know is that it was a 20g, most used one in the ed is item 382534. Customer do not have the lot number either. The IV was placed on 8/29 by an experienced nurse. The IV functioned properly until 9/9 when it was used for a bubble study and was good to complete that study but afterward a problem was noted and when the catheter was removed it was not in one piece. Resulted in surgery to remove the retained object. Customer have part of the IV catheter. One theory is that the agitation and force of infusing the saline and bubbles could have fractured the piv catheter.